Event description:
New information received stated that the implantable cardioverter defibrillator exhibited a second episode of long charge time. It was noted that the capm timed out in clinic. The device was explanted and replaced on (B)(6) 2019. The patient was discharged the same day.

Manufacturer narrative:
Additional information: final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited a vibratory alert for charge time out. Device replacement was discussed due to advisory status. No intervention was reported. The patient continues to be monitored.